Event description:
On (B)(6) 2012, the patient's father contacted animas to report that keypad button presses did not active desired pump functions. The patient's father reported that multiple buttons were intermittently unresponsive when pressed, the up and down button were hard to push and the keypad buttons had to be pressed several times for a response. At the time of the call, the patient's father stated that 2 months prior when the alleged keypad issue started the patient's blood glucose rose to 500 mg/dl after a bolus was not sent due to the unresponsive keypad button issue. The patient's father denied that the patient developed any symptoms with the elevated blood glucose. In response to the high blood glucose the patient was given a bolus and her blood glucose responded and came back into normal range of 180-240 mg/dl. At the time of troubleshooting, the reporter stated that the rubber of the keypad appeared to be thinning. The reporter denied any trauma to the pump. This complaint is being reported because the patient reportedly obtained a blood glucose equal to 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were responsive and had normal spring back and click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen and a cracked battery compartment, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A 29 hour flow accuracy test was performed without any resultant delivery issues and was found to be delivering within specification.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.